Manufacturer narrative:
The device was received for evaluation. During visual inspection, the flange was observed separated and fell inside the housing due to the damage. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor "detached". The event was further described as a ¿detachment of the elastomer¿. This issue was identified during setup and preparation. There was no patient involvement. No additional information is available.